Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the damage was due to stress. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection the bronchovideoscope had tear in the bending rubber. There were no reports of patient involvement.